Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The sensor was alerting a low blood glucose level. When he removed the sensor, he noticed blood at the site. His blood glucose level was 91 mg/dl, but his sensor glucose reading was 60 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The sensor's cannula had a bent tip. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unable to confirm the insertion complaint due the complaint is against the insertion device.